Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-15700. It was reported that when the patient presented in clinic, multiple episodes of noise causing auto mode switches and high ventricular rate episodes were noted on both atrial and ventricular lead. It was discussed that possible lead integrity issue. No intervention was performed. The patient was stable.